Event description:
Mastitis - unk etiology resulting from breast augmentation on (B)(6) 2018; 1 day post surgery, using inplant funnel surgical sleeve, pt with signs and symptoms of rash / itching which resolved, at about 1.5 weeks post, there was purulence from wound. Pt admitted to (B)(6) and treated with IV antibiotics then had course of oral antibiotics. (Two other separate incidents possibly related to use of this medical device; 2 other separate reports submitted to FDA, describing the incidents.)